Manufacturer narrative:
The device history record for the reported lot number, 0202688176, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and the investigation; a follow-up report will be filed. Root cause could not be determined. All information reasonably known as of 1-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 95 ml. Flow rate: 2 ml/hr. Procedure: unknown. Cathplace: unknown. Halyard received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the fifth of five reports. Refer to 2026095-2017-00155 for the first patient. Refer to 2026095-2017-00156 for the second patient. Refer to 2026095-2017-00157 for the third patient. Refer to 2026095-2017-00158 for the fourth patient. Regarding the fifth and most recent event the patient was hooked up to pump on (B)(6) 2017 at 1:00pm and by the following day at 12:00pm, noon, the pump was empty. The patient did not exhibit any signs or symptoms of drug toxicity. The patient was in stable condition at the time of the report. The patient in this case reported there was no use of any warming devices. There was no application of any pressure to the pump. The pump was at the appropriate level in correlation to the catheter site. The patient carried the pump in the on-q pouch around the waist. The pump was kept 40 cm below the catheter insertion site. No additional information was provided.

Manufacturer narrative:
Date of sample return left off of initial report in error. One sample device was returned. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 1000ml. Infusion was verified and the flow accuracy test was performed. After 37.5 hours of testing, the pump yielded a flow rate of 1.84ml/hr, which is within specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor without the filter. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 9.31psi. The flow restrictor yielded a flow rate of 1.90ml/hr, which is within specifications with a +/-15% tolerance. The investigation summary concluded that fast flow was not observed for the pump. During the flow accuracy test, the pump was within specifications. During pressure pot testing, the flow restrictor met specifications using the average bladder pressure. All information reasonably known as of 30-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).